Manufacturer narrative:
Concomitant products: k063 ipg, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported being shocked due to lead fractures although they did not have a defibrillation lead. Follow up yielded no further information. The two epicardial leads implanted in the right atrium remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.